Event description:
Hosp has some operational performance and safety concerns with the pump. When user turns the pumps on one can set a delivery rate of 1 to 300 ml/hr and leave the dose to be delivered at 0 ml, press the start button and the pump will run until the bag set has been delivered no matter what the volume in the bag set is, with no audio or visual alarms.